Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that although the balloon was placed with ope, the foley catheter balloon was spontaneously removed after surgery. The balloon was returned inflated. Balloon damage could not be confirmed. No other abnormalities were found in the external appearance. The inlet tube was cut and remove the bag and syringe.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter and syringe. Visual inspection of the sample noted no obvious visible observation. The catheter came with the balloon inflated with 5 ml of clear solution. The solution was removed with the returned syringe and the balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with inhouse syringe. The balloon rested with no leaks or abnormalities. The returned syringe was connected, and the balloon deflated without issue or cuffing, returning 10ml of solution. Leakage with no findings. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that although the balloon was placed with ope, the foley catheter balloon was spontaneously removed after surgery. The balloon was returned inflated. Balloon damage could not be confirmed. No other abnormalities were found in the external appearance. The inlet tube was cut and remove the bag and syringe.